Event description:
Additional information from the treating physician indicated the explanted material was provided to another medical professional for vigilance. At the moment attempts have been unsuccessful to date to obtain the explanted devices returned to the manufacturer for analysis.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not list type of report. Initial report should have had indicated 30-day report.

Manufacturer narrative:
Describe event or problem: corrected data. Omitted x-ray review on initial MDR report. Manufacturer reviewed x-rays of implanted device. X-ray review by the manufacture revealed a sharp angle near the connector pin.

Event description:
It was initially reported by a company representative that a vns patient experienced an increase in seizures and the suspicion the patient's lead being detached from the nerve. The patient's device was reported to have been programmed off. Additional information was received from the treating physician indicating the increase in seizures began in (B)(6) 2012 and around (B)(6) 2012, there was a complaint of lead pulling sensation. No patient manipulation or trauma was suspected to have contributed to the event and the system diagnostics from implant were within normal limits. Nonetheless, the physician believed the increase in seizures (below pre-vns level) was related to hardware failure. Moreover, the treating physician indicated the patient had undergone generator and lead removal surgery as the patient presented aspiration and bi-tonal voice. The physician indicated the explanted electrode was twisted on itself and believed this caused the winding tension on the nerve. Some manipulation of the electrode was seen in the generator area as the lead was coiled. At the moment replacement surgery will be planned after the patient ameliorates on the reported aspiration and bi-tone voice.

Event description:
Additional information was received that the patient's explanted generator will not be returned for analysis as it went home and was not returned. Their electrode was left in place because the patient had established fibrosis and it would have been too risky for the patient to properly dissect around the vagus nerve. X-rays were reviewed. The generator is placed in a normal arrangement on the upper left chest. In the ap chest x-ray view taken after implant, the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin appeared to be intact. A strain relief bend and loop were present, but not as specified by the labeling. Tie-downs were used to hold the bend and the loop. Portions of the lead appeared to be behind the generator and could not be fully assessed. Neither lead breaks nor acute angles were observed in the assessed portions of the lead. In the ap chest x-ray view taken after the report of "lead pulling sensation", the generator appears in the same placement, but seems to have been turned in an anti-clockwise direction with respect to the first x-rays. The filter feed-through wires still appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin were not intact and presented two sharp angles. The strain relief bend and loop were not present any more, and instead a sharp angle appeared right below the positive electrode, in the lead bifurcation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.